Event description:
It was observed that during the device evaluation, the video system center had exhibited an image that could not be displayed due to a failure in the printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image not being displayed was a failure in the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Updated fields: g3; h2; h11. Corrected field: h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.